Event description:
A study published in american academy of neurology published 06/11/2011, referenced the use of equipment by caridianbct and one patient had a myocardial infarction. Caridianbct is currently investigating to obtain more information. The date of the event is unavailable at this time. Patient information is unavailable at this time. This report is being filed due to potential medical intervention or potential for injury because insufficient information has been provided.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.